Manufacturer narrative:
(B)(4). The stent remains in the vessel. The delivery system was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of claudication and stenosis are listed in the supera instructions for use as known patient effects of peripheral stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented on (B)(6) 2016 with symptoms of claudication and restenosis was confirmed via angiography of the supera stent placed on (B)(6) 2016. The patient underwent atherectomy and angioplasty as treatment with the final outcome being a widely patent superficial femoral artery flow. No additional information was provided.